Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. They attempted implant was not successful due to patient's difficult anatomy with peripheral artery disease. As a result, procedure was aborted.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.